Event description:
The customer alleged that he performed a control test using his breeze2 meter and received a result of 200 mg/dl. The customer said the normal control range was 98-135 mg/dl. No adverse events were alleged. The customer ended the call before any other info could be obtained. No product will be returned.

Manufacturer narrative:
The customer ended the call before his personal info or product info could be obtained. It's not possible to determine the manufacture date without the product info.